Event description:
This is report 2 of 2 for the same event. It was reported that during a crani surgery, it was observed that the motor device was not working properly while in use with the compact speed reducer device. According to the report, the compact speed reducer device fell off when the doctor attempted to run the motor device. It was clarified that the device did not fall into the patient. The compact speed reducer device was placed back on the motor device by the doctor. However, it was observed that the motor device still would not run. There was a five minute delay to the surgical procedure. There were identical spare devices available for use. The surgery was completed with the spare devices. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications.  Therefore, the reported condition could not be confirmed.  An assignable root cause was not determined.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.